Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: dobria p, patel a, levine b. Catastrophic intraoperative failure of a ceramic femoral head. Arthroplast today. 2021 oct 8;11:234-238. Doi: 10.1016/j.artd.2021.08.017. Pmid: 34692961; pmcid: pmc8515067. Objective and methods: authors reported on a single patient case of an intraoperative ceramic femoral head fracture that occurred during the revision of a 17-year-old primary metal-on-metal total hip arthroplasty. The 59-year-old woman presented with pain, swelling, weakness in her right hip and diagnostic findings suggesting adverse local tissue reaction (altr). The well-fixed 50 mm depuy pinnacle acetabular cup was revised to both improve position of the vertical cup (potentially contributed to edge loading of the liner and resulting metal wear debris) and to upsize to a larger diameter for joint stability¿pinnacle 56 mm cup with a 40 mm +4mm offset polyethylene liner. The depuy s-rom stem was well-fixed, and retained, as it had no evidence of any trunnion damage. The original 32 mm metal head was replaced with a +12, 40 mm 11/13 taper biolox delta ceramic femoral head. No titanium sleeve was used, as there is no such option available for the 11/13 taper. Results: while seating the femoral head on the trunnion, using a single blow of the impaction instrument, the ceramic head fractured into two halves (without any additional fragmentation). The surgeon elected to replace the fractured head with a +12, 40 mm 11/13 taper cobalt chrome femoral head with no additional issues. Adverse events: revision of metal-on-metal tha to address pain, swelling, weakness, altr acetabular cup was found to be mispositioned ceramic femoral head fracture, intra-op.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.